Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain. The hybrid was removed for further analysis and tested normal. The failure mode could not be duplicated.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a follow up the pulse generator exhibited elective replacement indicator (eri) and high current drain of 50 ua. The device was explanted and replaced.